Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer reverted to alternate insulin therapy.